Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that reddish material was observed in the pebax, a hole was found on the smart touch bidirectional sf catheter. The returned device was then evaluated for the thermocouple test and failed. A failure analysis was performed, and it was found that there is a loss of electrical resistance from the cut to the dome creating the temperature issue. The evaluation determined that the cause of pebax damage failure cannot be established. However, the blood found inside the pebax area may contributed to the no temperature reported. A manufacturing record evaluation was performed for the finished device [30441504l] number, and no internal actions related to the reported complaint condition were identified. The instructions for use contain the following warning stated: if the rf generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. If temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf power in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish material inside. The finding was identified on (B)(6) 2021. It was initially reported by the customer that during the afib case, the catheter kept showing the temperature invalid sign. The setting of the sma was power control mode and default. Since ablation was stopped by sma with the sign, physician re-flush the catheter to check the irrigation holes working well. However, the problem wasn't solved by the attempt so the ablation cable was replaced with new cable. Since changing cable also couldn't solve the problem, physician requested to change the catheter new and the problem was solved after replacing it. No patient consequences were reported. The temperature issue is not MDR-reportable. The hole in the pebax is MDR-reportable.